Manufacturer narrative:
Postal code: (B)(6). PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unknown procedure, a ncompass nitinol tipless stone extractor was in use, but found to not function as intended. It is unknown how the procedure was completed. No adverse effects to the patient have been reported at this time. Additional information has been requested. At this time, no other information is known. A follow up report will be submitted if additional details are received.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation it was reported that during an unknown procedure, a ncompass nitinol tipless stone extractor was in use, but found to not function as intended. It is unknown how the procedure was completed. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted it was returned with the handle and the basket formation in the closed positions. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing (pett) measured 2 cm in length. The support sheath was slightly bowed in appearance. Functional testing found that the handle actuates the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The basket opened and closed when the handle was moved. The yellow support sheath was observed to be slightly bent, but the bend did not affect product performance. The issue reported by the customer could not be recreated. When used by the customer, the device would have been inside a scope within the patient. The path of the scope may have affected the ability of the device to open and close during use. The path of the device inside the scope during use is not known, therefore the cause for the failure of the basket to function during use could not be conclusively determined. Cook inc's investigation could not establish a definitive cause for this complaint. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.